Manufacturer narrative:
Product event: 700990152. Customer has advised (B)(6) 2015 that the system was retested with a different esu analyzer and output values were within product spec ification, therefore the customer has released the generator back into circulation and is not returning the generator for investigation. (B)(4).

Event description:
Customer was performing annual preventative maintenance and found they obtaining high output readings on setting coag 5. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer was performing annual pm and found they were getting high output on setting coag 5. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.